Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿the pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the customer observed a loose luer lock connection resulting in air bubbles. Customer's blood glucose level ranged between 147-217 mg/dl. Reportedly, the customer was using fiasp insulin within the cartridge. The customer continued to use the pump for insulin therapy.